Event description:
It was reported that, "adm impaction handle broke upon impaction, further the nob separated from the shaft."

Manufacturer narrative:
If additional information becomes available, it will be submitted in a supplemental report.